Manufacturer narrative:
Evaluation: results - (other): a visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off missing. The other haptic was found to be bent. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.